Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump rejects new batteries occasionally. The screen was scratched up and affected their ability to read the screen. The rewind was louder. The insulin pump also had sticky unresponsive buttons. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
(B)(4). No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) act and esc buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify back light and rewind anomaly and no delivery, low battery, failed battery test alarms due to unresponsive button. Device had minor scratched lcd window.